Event description:
It was reported that plate probes need to be replaced due to fit issues. No patient involved.

Manufacturer narrative:
Additional info: d10, d11, g4, g7, g9, h2, h3, h6, h10. Results of investigation: the device was being used during treatment and was returned for evaluation. The functional inspection found that the plate probe could not be locked into the collet and was slightly tight when removing it. The DHR was reviewed for (B)(4) /lot c12834-2-1 and c13069-1-2 and found that they were related to a non conformance which was for fit issues between the handpiece and visualization tool. There were no other issues that would potentially lead to a future performance issue. A complaint history review was performed and found similar reports of the issue. This issue will continue to be monitored. A relationship between the device and reported event has been established. Factors that could have contributed to the reported event is that the plate probe had an incorrect notch curvature. Therefore, this issue prevented the plate probe from fully locking in and it was not machined with sufficient space to allow proper locking with the handpiece. The reported event can be confirmed. Therefore, the root cause of the reported event was due to supplier/raw material fault. There has been a corrective action opened to address this issue and it is being further investigated.